Event description:
It was reported approximately 3 years post filter implant, a CT scan demonstrated two filter limbs perforating the ivc wall. The CT findings were incidental from an unrelated patient evaluation. It is not known at this time if the patient will have filter retrieved. The patient is reported to be asymptomatic and no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.